Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the dissector tip was found to be charred after the third cutting. There was no reported injury to the patient; however, the charred tip infers that there was a potential burn and terumo considers that a serious injury. No known impact or consequences to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 1, 2018. (B)(4). The returned sample was visually inspected upon receipt. The distal end of the v-cutter was charred and cracked/fractured. The actual root cause was not able to be determined. It is likely that the incident resulted from an excessive force was applied to the end of the device during insertion, it was cracked/fractured thus the electric path was exposed to high frequency resulted to the activation of the high frequency output or a short circuit caused the v-cutter to be charred. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.